Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (incorrectly programming bolus type).

Event description:
The patient contacted animas on (B)(6) 2014 reporting that they had a blood glucose (bg) of 880mg/dl with nausea, vomiting and abdominal pain. The patient was treated with IV fluids. Customer support (cs) completed troubleshooting and it was determined that the bolus was incorrectly programmed. The patient failed to bolus correctly. The patient stated that they are on epidural steroid injection. This report is being made due to the hyperglycemic event the patient experienced that resulted from incorrectly programming bolus type.